Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's handset was getting slow and it sat at 90%. Patient services assisted the reporter in clearing data and they were able to connect to the pump much faster. It was noted that the patient had 4 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s husband who stated that when the patient was requesting a bolus, it was taking a long time. The caller confirmed the handset was lagging at 90%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag at 90%. Per the reporter, the pump was delivering morphine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.